Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 62 mg/dl at the time of the report. At the time of the report, the insulin pump alarmed battery out limit, and the alarm could not be cleared. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.